Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized but did not make it clear if it was due to blood glucose. Customer reported that blood glucose had been high, and was 76 mg/dl on the day of call. Customer will call back with hospitalization information. Insulin pump is not expected to return for failure analysis.